Event description:
The customer indicated that during a laparoscopy cholecystectomy, the pt was burned on the cheek and later returned to the o.r. For plastic surgery. The incident resulted from an active accessory that was laying on the pt's face. The accessory laying on the pt was plugged into mono 1 and a footswitching accessory was plugged into mono 2. When the footswitch was activated, it was inadvertently set to activate mono 1. The sales representative performed an inservice at the time of installation. The regional manager performed additional inservicing after the incident.